Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Event description:
Boston scientific received information that the health care professional (hcp) was asking about longevity remaining for this pacemaker. The hcp noted that the longevity measurements were not consistent. Technical services (ts) said that fluctuations can be due to voltage binning. Further, ts explained that magnet rate might be better indicator as goes to 90 pulse per minute (ppm) approximately one year prior to elective replacement indicator (eri). The device was explanted for normal battery depletion. No additional adverse patient effects were reported. The device is no longer in service.